Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. A review of the device history file showed an error "electrode connection has detected a fault". This indicates a possible problem with electrode pad connection. Unfortunately, the device log is unable to determine the cause of the error, and the electrode pads used were not returned for further evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.